Event description:
The caller stated that he is reporting for a patient that has a tracheostomy tube that won't keep air in the cuff. The tracheostomy tube was placed in patient and was reported to the caller the following month. The caller stated that he was going out to replace the tracheostomy tube the day after this call. The caller stated that the leak is in the pilot balloon at the seam by the valve.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.